Event description:
It was reported that caller previously experienced issue in which drops of insulin were not seen at end of tubing during fill tubing step of load sequence. There was no adverse impact to the customer¿s blood glucose level. Caller confirmed completing steps to remove air from cartridge, did not overfill cartridge, and initially used cold insulin, so technical support advised use of room temperature insulin, which caller understood. Customer changed infusion set and cartridge, successfully resumed insulin delivery, and no additional concerns were reported.